Event description:
It was reported the patient developed contoured redness under the flexible adhesive border of the device. No further information was reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.